Event description:
It was reported that cartridge alarms occurred during insulin delivery with multiple cartridges. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.